Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and failure to capture on the right ventricular (rv) lead. On (B)(6) 2022, an x-ray was performed and the rv lead was found to be dislodged. The physician elected to explant and replace the rv lead that day. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and low pacing impedance. As received, a complete lead was returned in one piece with helix found to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The reported events of failure to capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.